Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06227. Additional information received identified the patient's infection has reportedly cleared.

Event description:
Device 1 of 2 reference MFR. Report #1627487-2015-06227 it was reported the patient's scs system was explanted due to an infection at the lead site. The patient is being treated with oral as well as intravenous antibiotics. As it is unknown which lead was involved in the reported event, all possible lots are being reported.